Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: moisture was observed behind the display screen. The pump did not power on when a battery was inserted into the pump. A leak test was performed and the display screen was found to be leaking. No further performance testing could be performed because the pump would not power on. Pump was open to investigate, evidence of internal moisture damage was found on pcb components. Pump history and black box could not be downloaded due to internal moisture.

Event description:
The patient reported that the she went swimming, the pump alarmed and vibrated. She disconnected and removed the battery and now there is no power to pump. She reported that the she changed the battery three times. She also reported that there is no water or moisture in the battery compartment, cartridge compartment, or under screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.